Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display an e-4 occlusion error or alert message, which led to hyperglycemia in the patient. At 6:57am the patient received a blood glucose result of 23.0 mmol/l and a bolus of 4.2 units was administered. At 9:30am the patient's husband transported her to the hospital. The patient received a blood glucose result of 27.0 mmol/l on her combo meter upon arrival at the hospital. The blood glucose results obtained from the hospital meter were not provided. The hospital staff removed the pump and the flexlink cannula from the patient, it was determined that the flexlink cannula was kinked. The caller states that the infusion device did not alert the patient that there was an occlusion. The patient was diagnosed with diabetic ketoacidosis, and was treated with insulin injections. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.